Event description:
A nurse reported that the customer was hospitalized for high bgs. It was informed that the doctor wants the customer to go back on the pump before the customer leaves the hospital. However, the customer does not know how to program the pump. The contact mentioned that the customer is only bolusing for meals and customer does not know how to set the basal rates. The customer is running out of insulin and the pharmacist could not provide another refill until few days later. The customer's doctor gave customer humulin n, which reacted negatively in customer system and the customer went into dka. Assisted the customer with setting the basal rates.